Event description:
A review of vns programming and diagnostic data was performed. It was found that a high impedance event occurred on (B)(6) 2000 and does not appear to have resolved.

Manufacturer narrative:
Corrected data: the initial manufacturer report was inadvertently submitted. The suspect device was a functional demo and was not implanted and associated with a patient.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.